Manufacturer narrative:
Date of death - estimated. Date of implant - estimated. The scaffold remains implanted in the patient. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effects listed are consistent with the product risk profile and are therefore expected. A conclusive cause for the reported death can not be determined based on the limited information available. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Literature attachment. Article title ¿one-year results following a pre-specified absorb implantation strategy in st-elevation myocardial infarction ((B)(6) study)".

Event description:
It was reported through a research article identifying the absorb bioresorbable vascular scaffold (bvs) that may be related to the following: after pre-dilatation of the lesion in the left circumflex to obtuse marginal (lcx-om) coronary artery, a 2.50x28mm absorb scaffold was implanted and post dilated. Twenty six days after scaffold implantation, the patient died from cardiac death. Details are listed in the attached article, titled "one-year results following a pre-specified absorb implantation strategy in st-elevation myocardial infarction (bvs stemi strategy-it study)". Specifically, this event captures case 3 from table 3 in the article.